Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After making cuts the handle rotation lever and pin fell off of handle.case type: tka.

Event description:
After making cuts the handle rotation lever and pin fell off of handle. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that the handle locking mechanism failed during the case. Product evaluation and results: visual inspection: visual inspection revealed that the handle pivot latch dislocated from the handpiece. Dimensional inspection: dimensional inspection was not completed as visual and functional inspection clearly shows the failure of the device. Material analysis: material analysis was not completed as visual and functional inspection clearly shows the failure of the device. Functional inspection: functional inspection revealed that the handpiece handle could not become unlocked because the latch to unlock that function had dislocated. Product history review: review of the product history records indicate 25 devices were manufactured under lot no k082e and accepted into final stock on 08/10/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k082e shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.